Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events of crack and detachment of device component: "5. Precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that "two or three times a year" during injection with an unspecified juvéderm® product the "syringe will crack while being applied and then pop off during injection." No injuries were reported. The packaged needle was used.